Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl 150mcg was made.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter pr oduct ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1: correction was made to this field. Continuation of d10: product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter, product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter, product ID: 8598a, serial#: (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Product ID 8596sc , serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2024, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the spinal catheter was replaced.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and analysis identified a deformation in shape of the catheter body.the 8598a catheter was returned and analysis identified a leak that was caused by the metal connector pin breaching the catheter and a deformation in shape of the catheter body. Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter product ID 8598a lot# serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received form the healthcare provider via a clinical study indicated that a catheter migration was detected.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter product ID 8 596sc lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1304.34321 mcg/day), bupivacaine (20 mg at 13.04343 mg/day) and morphine (13.4 mg at 8.7391 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's chronic low back pain had been increasing since 2 fills ago. Additional information received from the healthcare provider via a clinical study indicated that the patient's fentanyl was increased by 220 mcg. Additional information received from the healthcare provider via a clinical study indicated that the pump was somewhat helpful for chronic low back pain, but that their bilateral leg pain was severe now. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the flex boluses were increased to 50mcg.additional information received from the healthcare provider via a clinical study indicated that a failed dye study occured.

Manufacturer narrative:
Continuation of d10: product type catheter product ID 8 596sc, serial# (B)(6). Implanted: (B)(6) 2018 .product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 11-oct-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a 2-step wean was started.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2018, explanted: (B)(6)2024, product type catheter, product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.